Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04418. It was reported, the patient no longer had stimulation. The patient reported she was unable to increase the amplitude of her system. In addition, since her stimulation stopped, the patient has an aching sensation at the ipg pocket. The sjm representative met with the patient and determined half of the contacts on her lead were invalid. The system was reprogrammed, and it was reported the patient had stimulation coverage. Follow up identified the patient could feel where her lead entered the ipg, and she suspected one side of the lead tail was kinked. No further intervention was planned unless the issue recurs.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.